Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: during investigation, a review of the black box showed evidence of multiple alarms. The pump¿s rewind, load and prime steps were performed successfully. A 24-hour duration test was successfully completed with no call service alarms being duplicated. Unrelated to the original complaint, moisture was visible in the display. A leak test was performed and found a pump leak at the battery compartment. The pump was opened, and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.